Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 350mg/dl.